Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 477 mg/dl. The customer's current blood glucose is 407 mg/dl. The customer experienced symptoms such as nausea and stomach aches. The other relevant blood glucose was 125, 410 and 400 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer performed high pressure test and received no delivery alarm. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir and checked o-rings or stoppers groove for anomalies none were found. Ran basal bolus leaking test : reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into paradigm pump. Conclusion: reservoir no occluded and not leakage anomalies.